Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements. The connection between the ra lead and the cardiac resynchronization therapy defibrillator (crt-d) was checked with an x-ray and connection seemed to be intact. The thresholds had risen slightly since may but remained at a normal level. Technical services (ts) asked the rep to verify if the patient had had an accident or any trauma at the site of the device around the time of the impedance jump. This ra lead and crt-d remain in service. No adverse patient effects were reported.